Manufacturer narrative:
The axium coil was returned for evaluation and the clinical observation could not be confirmed. As received, the implant coil was found damaged and stretched with the polypropylene filament intact. The implant coil was detached from the pushwire and extending out from the distal tip of the microcatheter. The tack weld replacement (twr) crimps were found broken; however, the pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). The pushwire was found bent at the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. We were unable to determine the cause for the difficulty during detachment with the instant detacher. The broken tack weld replacement (twr) crimps, and the coin pulled back from the lumen stop is evidence that the instant detacher was successful at actuating the detachment mechanism. The coil likely detached subsequent to the coin pulling back from the lumen stop. It is possible that the damages to the axium prime coil may have contributed to the reported event. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ and: ¿precaution: handle the axium prime detachable coil with care to avoid damage before or during treatment". Also, ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. Related mdrs for this event: 2029214-2017-01222, 2029214-2017-01223.

Event description:
Medtronic received information that during coiling treatment of an unruptured, saccular aneurysm, with neck measurement of 3.5mm and length of 5mm, located in the cavernous region, this coil felt resistance at catheter hub and prematurely detached. A third coil was used and did not detach. It was reported the physician implanted the first coil successfully inside the aneurysm. The physician chose the reported coil as the second coil in the procedure. This coil became stuck in the hub of microcatheter but the physician was still able to push the coil through the catheter. During placement, the physician re-positioned the coil three times. During re-positioning, the coil moved a little bit and detached. The pushwire was removed from the patient and used as a guide wire to push the coil into the aneurysm at the intended location where it remains. The procedure continued with a third coil which also became stuck at the catheter hub. The physician was able to push the coil through echelon 14. During detachment, the coil would not able to detach after six attempts with the instant detacher. The physician did not try to detach the with another instant detacher or with manual detachment. The physician removed the entire system which ended the procedure as re-catheterizing the aneurysm risked displacement of the previously placed coils. There were no patient symptoms or complications associated with this event. The patient is doing fine.